Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was locate in the moderately tortuous and severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured vertically. The procedure was completed with another of the same device. There were no patient injuries reported.